Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2016-00619. No patient information provided. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on an extracorporeal circulatory support device for biventricular support. It was reported that the motor made a vibration-like noise while connected to the patient. A backup unit was not available so hospital staff disconnected the motor and tried to re-configure the unit. After two attempts, the pump stopped and did not spin again. The primary console indicated that a motor failure occurred. The patient subsequently expired. The motor was later checked by the distributor¿s service technician and a problem with the motor cable at the motor body¿s cable exit was found. No further information was provided.